Manufacturer narrative:
The device will not be returned for analysis as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective. There was not a device malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the solitaire did not revascularize the right m2 of the middle cerebral artery. After 2 passes the tici remained at 0. There was no device malfunction or procedure related events. Baseline nihss was 15. Seven (7) days post procedure, the nihss was 20 and mrs was 5.

Event description:
Medtronic received the medical report. Per the report, the mechanical thrombectomy device was able to retrieve tiny pieces of clot during the second pass. The follow up run did show trickle of flow through the parietal m2 division, but no significant antegrade perfusion. The physician then decided to perform angioplasty of the 80% stenosis right internal carotid artery. This was done with a competitor balloon device. After the angioplasty there was good improvement in the vessel caliber which was reported to now be 50% stenosis. The physician wanted to perform more angioplasty with a larger diameter balloon but the patient was reported to have continue agitation from the beginning of the intervention. The patient was reported to have been lifting his right leg and moving his right arm vigorously. He was extremely agitated in bed despite 1 mg of versed. It was suspected that paradoxical agitation from the versed. The procedure was soon aborted as a result of the CT perfusion, approaching to 6 hour window, and the 2 passes with the thrombectomy device and patient agitation. The patient was reported to have cervical cranial tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.